Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported death. Death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This report is conservatively filed due to a patient death, unknown if device related. Crd_1002 - expand g4 phase 1 and phase 2 study; eu0335- 3411. It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) with a posterior leaflet prolapse and flail with a large gap/width. As treatment, two mitraclips were implanted without a device issue, reducing the mr to grade 1+ and 2+. On (B)(6) 2022, the patient expired. Per physician, the event was unknown if device related, and the cause of death was unknown. There was no device malfunction reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The investigation determined the reported death appears to be related to patient conditions. There remains no indication of a product issue with respect to manufacture, design, or labeling. H6: health effect impact code 1802 removed investigation conclusion code 67 removed.

Event description:
Subsequent to the previous report, the additional information was received: the patient was in respiratory distress and was placed in palliative care. On (B)(6) 2022, the patient expired due to non-cardiovascular causes. Per physician, the event was unrelated to the clip devices and unrelated to the index procedure.